Event description:
It was reported prior to using bd vacutainer® k2e plus blood collection tubes that there were six (6) bowed tubes. There was no report of impact to the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect - bowed tube was observed. Additionally, 100 retention samples from the bd inventory were evaluated by visual examination and the issue of molding defect - bowed tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect - bowed tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e plus blood collection tubes that there were six (6) bowed tubes. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 03-apr-2024. H.6. Investigation summary: bd received 7 samples and 5 photos from the customer for investigation. The samples and photos were reviewed and the indicated failure mode for molding defect - bowed tube was observed. Additionally, 100 retention samples from the bd inventory were evaluated by visual examination and the issue of molding defect - bowed tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect - bowed tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e plus blood collection tubes that there were six (6) bowed tubes. There was no report of impact to the patient or user.